Manufacturer narrative:
Results: eleven samples were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5238698. Conclusion: all samples were evaluated for safety shield breakage with no defects identified.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had the guard on the hub for the straight needle fall off prior to use. No injury or medical intervention reported.